Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the downstream occlusion calibration test. The event occurred during testing.

Manufacturer narrative:
Corrected: d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The dso seal was replaced as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.